Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the piston rod was not stopped after delivery insulin; the piston rod went to the end of the cartridge and was not possible to stop. Caller stated this occurred while the pump was in run mode. No adverse event reported. Requested return of the alleged device for evaluation.